Event description:
Email from cnss stating "pt reported redness and swelling to site". The swelling is mild and the patient denies any pain as noted by nurse. Reported to (B)(6) by health professional.